Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts and the up arrow button was found to be inverted. Unrelated to the complaint, the display screen was found to be faded and discolored. (B)(6).

Event description:
The pump was returned to animas for an unrelated issue. Evaluation revealed that the keypad buttons were intermittently responding. This report is made based on the results of evaluation.